Manufacturer narrative:
The hill-rom technician found the actuator had bent and popped out, possibly from being extended too high. The lift was not equipped with an outer tube. According to the service manual for uno, the mast actuator shall be checked: verify that the lift is equipped with an outer tube. Pull the outer tube to the top and bottom (with the lift arm in its highest position). Make sure the outer tube not get stuck in any position. Verify that the outer tube has no cracks, deformation or gaps. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer ordered a new lift actuator for the lift to resolve the issue. After replacement of the lift actuator, the lift functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that someone at the account extended the lift too high and the actuator "came apart." The lift was in use at the rehab center at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).